Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload was loaded onto a powered handle for the first fire. The surgeon closed the handle on tissue and fired the reload. After traveling about 5mm, the firing stopped. The surgeon waited a few seconds and attempted to re-fire the device, but the device was unresponsive. The surgeon removed the reload and used a new one but experienced the same situation. Eventually, the surgeon used a manual handle to complete the procedure. No other adverse events were reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the cartridge revealed that each reload was partially fired with the interlock engaged. Staple pushers were visible at the 4cm cut line indicating the point where the firing had stopped. Microscopic evaluation noted that each reload had damage to the cutting edge of the knife blade. The anvil clamping mechanism of each reload was deformed. Each reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. Each reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. Each reload loaded, unloaded, rotated, and articulated properly without difficulty. Each reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The interlock was overridden and each reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.